Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device is not working anymore and it is itching them. Patient said the itching is all around the implant site and sometimes it hurts. The patient was redirected to their healthcare provider to further address the issue. 2025-may-06 patltr additional information was received from the patient. They reported that the device stopped working years ago and that now it itched and hurt. It was unknown if this was caused by normal battery depletion. They were not looking for a doctor to remove the device. This had not yet been resolved. (B)(6) 2025 additional information was received from the patient. They reported that the area around the device itched and became irritated. Removal was done on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.